Manufacturer narrative:
The treatment tip has been discarded, and the data logs are unable to be retrieved. The investigation is underway.

Event description:
A patient experienced blisters immediately on the chin the same day from a 600-shot thermage flx treatment to the face. Five days post-procedure, the patient presented with erythematous rashes, white pustules and severe pruritus. A consumer reported concerns following a facial radiofrequency treatment performed 3 months prior to this report regarding the device authenticity. The consumer underwent a 600-shot facial treatment. Immediately following the procedure, blisters reportedly developed on the chin. Approximately five days after treatment, the consumer experienced worsening facial symptoms, including widespread erythematous rash, white pustular lesions, and severe pruritus. According to the report, topical corticosteroid ointment was recommended by the treating facility; however, symptoms reportedly recurred over a period exceeding two months. The consumer subsequently sought evaluation from a dermatology department at a tertiary care hospital. The consumer reported being diagnosed with treatment-induced dermatitis and impaired skin barrier function. Additional treatments reportedly included epidermal growth factor preparations and anti-inflammatory topical medications. The consumer indicated that facial symptoms, including red spots, rash, and blisters, had not fully resolved at the time of reporting. The consumer further reported that the treatment tip was applied to the scalp despite receiving a facial treatment. Following the procedure, scalp itching and dandruff reportedly developed, and the consumer expressed concern regarding a possible fungal infection. No confirmatory diagnostic information regarding the scalp symptoms was provided. The treated areas were reported as the face and scalp. No concomitant aesthetic procedures in the affected treatment area were reported. The consumer reported a prior facial treatment approximately two years earlier without similar adverse reactions and stated that the prior treatment produced satisfactory results. Oral analgesic medication was reportedly administered in association with the procedure. At the time of reporting, the consumer stated that facial symptoms persisted and recovery was incomplete. Additional information obtained by the clinical department 4 weeks prior to this report, indicated that approximately one year prior to the current event, the patient underwent a thermage treatment and experienced an uneventful recovery over approximately 25 days, with no reported allergic reactions or other complications. During the pre-treatment assessment, the patient reported the presence of titanium screws in the midface region and stated that these areas had also been treated during the previous thermage procedure without complications. Physical examination by the treating physician did not allow localization of the titanium screws by palpation. At the time of treatment, the patient did not disclose any autoimmune or inflammatory conditions. Subsequent medical history revealed a previous diagnosis of allergic purpura and an immune-mediated inflammatory disease, indicating that relevant medical history had not been disclosed prior to treatment. In consideration of safety, excessive energy and shot density were avoided in the midface region along the zygomaticomaxillary ligament. The patient reported no significant discomfort during the procedure. Treatment was performed with the intent of achieving lifting effects, including the outer facial contour. A total of 200 shots were delivered to the midface, 50 shots to the jawline, and 50 shots to the frontotemporal region. Due to lower tolerance in the outer contour area, lower energy settings (approximately level 2.0) were used in this region, while an energy level of approximately 3.0 was used in the midface. The scalp was not intentionally treated. Reinforcement of the forehead area may have extended to the hairline edge but did not involve hair-bearing or post-temporal scalp regions. The procedure lasted approximately 30¿40 minutes, and no unusual or severe pain was reported. Following treatment, a room-temperature facial mask was applied for approximately 10 minutes. Post-procedure photographs demonstrated mild generalized facial erythema, visible lifting of the midface, and mild lifting along the jawline. Small white patches observed on the cheeks were attributed by the clinic to residual serum from the facial mask and light reflection. Routine follow-up was attempted the day after treatment; however, the patient did not respond and no concerns such as blistering were reported at that time. According to subsequently provided information, blisters reportedly developed on the day of treatment. By day 5 post-procedure, the patient reported widespread facial erythema, papules, white pustules, severe pruritus, and blistering, suggestive of acute rosacea. The clinic recommended treatment with a topical corticosteroid ointment and intensive moisturizing measures. The papular eruption initially improved with corticosteroid use but recurred after discontinuation. Approximately 50 days after the thermage procedure, the patient sought care at a tertiary hospital dermatology department, where a diagnosis of skin rash was made. Treatment included epidermal growth factor preparations and anti-inflammatory topical medications. Photographs of the prescribed medications were shared with the treating clinic, which confirmed that these medications could be used. Information regarding concomitant medications, including prescription medications, over-the-counter products, vitamins, herbal supplements, and regular topical agents, remains unavailable because the patient declined to provide this information. Medical records obtained during dermatologic evaluation revealed a history of allergic purpura and an immune-mediated inflammatory disease, as well as associated medication use, which had not been disclosed before the thermage treatment. About two months post treatment, the patient returned to the clinic and reported significant facial acne and a fungal infection involving the scalp. However, clinical examination reportedly revealed no evidence of scalp fungal infection or excessive dandruff. Persistent diffuse facial erythema with multiple confluent patches was noted. At the time of the latest follow-up, the adverse events remained ongoing. The patient continued to experience facial erythema, red spots, rash, blistering, and impaired skin barrier function, with incomplete recovery. Patchy facial redness and rash reportedly persisted several months after treatment. The potential for permanent sequelae or scarring had not been determined. The symptoms have not subsided to date. Red spots, rashes and blisters still remain on the face, and the condition has not fully recovered. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. Oral analgesics were taken by the patient at treatment. The incident occurred at 50 to 100 shots when applied to the jawline area.the highest energy level used was 3.0. No system errors occurred nor was anything out of the ordinary noticed during treatment. The patient was treated with spot-specific coverage using solta medical croygen and coupling fluid. One bottle of coupling fluid was used during the treatment. The treatment tip surface was inspected prior to use and there was nothing remarkable. The treatment tip was inspected sometimes during treatment. The treatment tip has not been used to treat other patients and was discarded. The institution declined to provide the patient¿s photos; therefore, relevant materials are unavailable. This event was assessed as serious based on the physician report and prolonged treatment with no clear outcome.